Manufacturer narrative:
The pump had button error alarm and no esc and act button response due to corroded keypad traces. The pump was received with scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 458mg/dl. The customer treated with manual injection. The customer states the pump is stuck in button error and the esc button seems worn out. The customer declined to troubleshoot for keypad anomaly. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.